Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-nov-2019 from the patient who reported that during the first ¿dump¿ she was supposed to have 7 days of medication left. She stated that she did not hear any alarms. Per the patient, she came to find out that ¿the doctor put in 2 micrograms instead of 2 milligrams because her opiate test in the ER (emergency room) tested negative¿. She also stated that she was supposed to have the pump replaced on (B)(6) 2019, but she was dismissed with no explanation and saline had been put in her pump since then. Per the patient, the hcp (healthcare professional) told the referral clinics that she had inconsistent drug screening so now no one would fill her pump. The patient was wondering what would happen if the pump ran dry. The patient stated that she wanted the pump removed. She requested and was sent physician listings for removing the pump. It was reviewed that if she had the pump explanted, she should have the pump returned for analysis if needed. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was receiving diluadid dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. On 27-aug-2019 a volume discrepancy was reported, the volume was unknown. The patient reported that on (B)(6) 2019 their pump was refilled and her pump ¿dumped¿. The patient¿s pump was empty was empty before the scheduled empty date. The patient got really sick and went to the ER (emergency room) and they did a drug test. The patient tested negative for opioid. The nurse checked the pump and there was no medication in the pump and the patient went through withdrawal. Per the patient the nurse and healthcare provider refused to refill the pump. The first week of (B)(6) 2019 the pump "dumped" again and no one would refill the pump. The healthcare provider did ¿port side study¿ on the pump and was able to get the liquid out of the pump and everything appeared to be working from the port study. The patient stated her dose was not high at all, it was supposed to be ¿2mcg¿ and since 01-jun-2019 the pump had saline in it. The patient requested physician listings as she stated her pump needed to be replace. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 30-sep-2019 from a healthcare professional (hcp) who reported that the cause forthe volume discrepancy and empty pump with no alarm was unknown. The pump was refilled in their office (date not provided). Per the hcp, the pump was currently implanted and filled with saline. No further complications have been reported as a result of this event.